Event description:
(B)(6) (same patient as another incident) (midas number (B)(4)): pt had 24 hour methotrexate running this rn answered call bell to find tubing disconnected and mtx running onto bed. Pt had injector/connector/cage assembly still connected to her line and the tubing had disconnected from that. FDA safety report ID # (B)(4).